Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 759mg/dl. Troubleshooting was performed and the programming was correct. Ran a fixed prime and high pressure tests and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.